Manufacturer narrative:
During the coil embolization procedure of a splenic artery aneurysm, while advancing an orbit coil ((B)(4)) in a transit 2 (mc) microcatheter ((B)(4)) some resistance was experienced, but it was unknown where exactly resistance was met. Then, when additional force was used to push the coil, the orbit delivery tube slightly kinked. However, after advancing the device further, the delivery tube was damaged and separated in two pieces. Although, the delivery system was pulled back, the distal piece of the delivery tube was left in the transit 2 mc. Therefore, both the entire orbit and the transit 2 were safely removed as a unit from the patient. The procedure was continued using a new product ((B)(4), lot unknown) with a competitor's microcatheter (brand name and type unknown), and the procedure was successfully completed without any further issues. No patient injury/complication was reported. The products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on products by visual inspection. Also no damages were reported on the device after the event. The artery was mildly tortuous but the level of calcification was unknown, and the access was obtained from femoral artery. The complaint products are going to be returned for evaluation. No additional information is available. A non-sterile orbit rdfl complex standard was received coiled inside of plastic bag. The hypotube was inspected and kinks were noted on it as well as it was found broken. The introducer was received unzipped and no damages were noted on it. The rest of the hypotube, support coil and gripper were fond stuck inside on the device received under the (B)(4). The device was removed from the microcatheter and the support coil was found without damage. The gripper was found with wave's condition and the embolic coil was fund stretched and saturated of dry blood. The hypotube, gripper and embolic coil were inspected under microscope. The edges of the broken section of the hypotube appear as it was kinked before it got broken. The gripper was found with wave's condition and the embolic coil was found stretched and saturated of dry blood. The od from the delivery tube was measured and was found within specification. The functional test could not be performed due to the conditions of the received unit. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as 'dcs - impeded' could not be evaluated due to the conditions of the received unit. The failure reported by the costumer as 'delivery tube - separated' was confirmed. The cause of the separation of the delivery tuba appears was due to the kinks found on the device but this and the damages found on the device could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could not be related to the manufacturing process. Based on the available information, it appears that excessive force caused the events of kinks and separated delivery tube. Additionally, the label for use warns that if resistance occurs, advancing should stop and the cause investigated. Furthermore, the label for use indicates that once the device is damage, use of the device should be stopped and removed from the patient. Additionally inspections are in place that prevents these kinds of failures from leaving the facility, and the review of the lot presented no issues during the manufacturing process. Therefore, no corrective action will be taken at this time.

Event description:
During the coil embolization procedure of a splenic artery aneurysm, while advancing an orbit coil (638cs1830/15592591) in a transit 2 (mc) microcatheter (601-251x/15569467 some resistance was experienced, but it was unknown where exactly resistance was met. Then, when additional force was used to push the coil, the orbit delivery tube slightly kinked. However, after advancing the device further, the delivery tube was damaged and separated in two pieces. Although, the delivery system was pulled back, the distal piece of the delivery tube was left in the transit 2 mc. Therefore, both the entire orbit and the transit 2 were safely removed as a unit from the patient. The procedure was continued using a new product (638cs1830, lot unknown) with a competitor's microcatheter (brand name and type unknown), and the procedure was successfully completed without any further issues. No patient injury/complication was reported. The products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on products by visual inspection. Also no damages were reported on the device after the event. The artery was mildly tortuous but the level of calcification was unknown, and the access was obtained from femoral artery. The complaint products are going to be returned for evaluation. No additional information is available.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15592591 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt.